Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via call that the insulin pump had stuck button error alarm. Customer¿s current blood glucose level was 106 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after the test battery was inserted. Device was monitored for 1 day. No blank display noted. Device passed displacement test, sleep current measurement, active current measurement and self test. No stuck button alarm/button error alarm or unresponsive buttons noted. All buttons function properly. No damage noted on the keypad traces. During visual inspection, found the electrical board keypad connector on was properly locked. (B)(4).